Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (2.50mm x 30mm) in a lesion in the lad with 95% stenosis but the device failed to cross and when the device was removed it was noted to be deformed. The lesion had been pre-dilated. The device was inspected before use with no issues noted. How the procedure was completed was not reported. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. A number of struts on the 4th, 5th, 9th, 14th and 20th proximal stent segments were partially raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).